Manufacturer narrative:
H6; code 400: no problem found. Based upon the inquiry info received, the visual and functional inspection, it was concluded that the device was fully functional. The device was cleaned and polished and placed in the exchange pool. No psr will be sent out. This is a repai0r only.

Event description:
During a pediatric laparoscopic nissen fundoplication an air sound was present when the sheath was placed over the blade and the handles were squeezed with the lcs16. The device was used for a short duration and the sound got louder and the blade stopped functioning. A second device was opened and used with the same results. Clips were used to complete the case. There was no consequence to the pt. The customer requested all same lot devices be returned for analysis.